Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted due to the high capture threshold and intermittent capture. No further information was available.

Manufacturer narrative:
Correction: report type should be corrected to "malfunction" "adverse event" should be un-selected "required intervention to prevent permanent impairment/damage (devices) should be" un-selected.

Event description:
New information on (B)(6) 2018 stated that the right ventricular lead was explanted during an unrelated procedure. The patient was stable throughout the whole procedure.